Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. A labeling review was not performed as there is no evidence that the device was used or handled improperly. No risk review required per cis product investigation wi, 92186855. The product record review revealed no additional information related to the complaint and the returned product met specifications so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one.

Manufacturer narrative:
Correction: the wrong product investigation and the device was not returned. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.